Manufacturer narrative:
H6: codes were updated. The failure mode "fluid couldn't drip (occluded/blockage)" was confirmed since the videos provided by customer showed the failure mode reported. However, without the return of a physical sample of this complaint a probable cause cannot be determined. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that fluid couldn¿t drip after being connected to the pressure sensor, and that blood flowed backwards, but after connection to a different sensor, the issue was resolved. There was patient involvement, but no patient harm was reported.